Event description:
The report received from the registry indicated that after the index procedure, the patient was reported to have had a non-q wave myocardial infarction (mi). Two (2) cypher select plus stents were implanted during the index procedure. The report stated that the patient's routine cardiac enzymes were elevated post-procedure. There were no ECG changes reported. The patient remained in the hospital one more day (due to findings/event), and was discharged two (2) days after the index procedure. The event severity was reported to be severe and was a serious adverse event (sae) requiring impatient hospitalization. The event was reported to have a possible relationship to the study devices and a highly probable relationship to the study procedure. The event outcome was reported to be complete and the ae was resolved without sequel.

Manufacturer narrative:
The indication for the index procedure was stable angina. The patient was found to have two-vessel disease and two lesions were treated during the index procedure. There was no planned staged procedure reported. Lesion#-1-1: the target lesion was the mid circumflex. The lesion was reported to be: de novo, vessel diameter of 2.5mm, an 80% stenosis, 15mm in length, not ostial/a bifurcation or total occlusion, irregular, readily accessible proximal segment, not angulated, eccentric, little of no calcium, absent of thrombus and type b2. The lesion was pre-dilated with a 2.5 x 15mm balloon at 8 atm. A cypher select plus 2.5 x 23mm stent was implanted electively at 16 atm. The stent was post-dilated with a 3.0 x 12mm balloon at 20 atm due to insufficient flow. A satisfactory result was obtained. The residual stenosis was 15%. The flow pre and post-procedure was not reported. Lesion#1-2: the target lesion was the proximal right coronary artery. The lesion was reported to be: de novo, 3.5mm vessel diameter, a 70% stenosis, 12mm in length, not ostial/a bifurcation or total occlusion, irregular, readily accessible proximal segment, not angulated, concentric, little or no calcium, absent of thrombus and type a. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 8 atm. A cypher select plus 2.5 x 23mm stent was implanted electively at 16 atm. The stent was not post-dilated. A satisfactory result was obtained. A phone contact with the patient in follow-up at the one-month reported the patient was asymptomatic, continuing his medical regimen and no surgical procedure since the last contact. Please note the device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. A report received from the database indicated that the patient suffered from a non-q wave myocardial infarction after elective implantation of two cypher select plus stents. The patient is a male with a medical history of hyperlipidemia and current smoking. Pre-procedure cardiac enzymes were normal. Post-procedure cardiac enzymes were elevated and positive for mi. There were no reported ECG changes and the location of the mi was undetermined. The patient baseline medications were: aspirin, clopidogrel greater than 24 hours pre-procedure with no loading dose given, statins and beta-blocker therapy. Unfractionated heparin was administered during the procedure. No act measurement was reported. The patient required one extra day of hospitalization and no intervention was required. The patient was discharged two days after the procedure with a medical regimen of aspirin permanently, clopidogrel for six months, statins and beta-blocker therapy. Myocardial infarction is a known complication of cardiovascular disease and the interventional treatment of the disease by coronary angioplasty/coronary stenting. The patient's medical history of hyperlipidemia and smoking puts him at increased risk for a mace event. Procedural information indicated that after placement of the cypher select plus 2.5 x 23mm stent in the mid circumflex lesion, there was slow flow necessitating post-dilation of the stent. The product remains implanted in the patient and is not available for inspection. Mfg record (DHR) review was conducted and the product met quality requirements for product acceptance. Based on the available info, it is not possible to determine a root cause for the event. There are possible patient and procedural factors that may have contributed to the event. This is one of two products during the same procedure. Please reference MFR. Report# 9616099-2007-00283 and -00284. Please note that this is the initial/final report for this product.